Event description:
It was reported that a pt with chronic heart failure had an intra-aortic balloon inserted for cardiac support following a catheterization procedure. After approximately 43 hours, it "abraded". As a result, it was removed and replaced. There were no reported pt complications.